Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that oversensing was seen on the right ventricular lead during several prior clinic visits. On (B)(6) 2018, the patient experienced inappropriate shock and presented in the emergency room. Oversensing was reproducible with isometric testing. On (B)(6) 2018, the lead was capped and replaced. The patient was in stable condition.